Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys afp assay on a cobas 8000 e 801 module. The repeat testing of the samples was performed on a cobas e601 analyzer. Patient 1: the sample initially resulted in an afp value of 1.6 ng/ml. The patient sample was repeated, resulting in an afp value of 1.2 ng/ml. Patient 2: the sample initially resulted in an afp value of 1.9 ng/ml. The patient sample was repeated, resulting in an afp value of 1.4 ng/ml. The repeat values were considered to be correct. The initial erroneous results were not reported outside of the laboratory. The afp reagent lot number was 570882, with an expiration date of 30-apr-2023.

Manufacturer narrative:
The field service engineer checked the analyzer. The paddle mixer was aligned and the pre-wash washing station was decontaminated and cleaned. Quality control was run and passed within specification. No further issues were reported after the cleaning. The investigation could not identify a product problem. The cause of the event could not be determined.